Event description:
The device was returned to the manufacturer, analyzed and initial testing suspected an out of specification condition however, further review of the preliminary device analysis indicates the device was pacing normally in ddd mode. No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The device was further analyzed and this report reflects those findings. Evaluation summary: review of the preliminary device analysis indicates the device was pacing normally in ddd mode and full analysis concluded that no anomalies were found. Other: the device was returned to the manufacturer, analyzed and initial testing suspected an out of specification condition however, further review of the preliminary device analysis indicates the device was pacing normally in ddd mode. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications. No conclusion can be drawn;unknown (for use when the device problem is not known).